Manufacturer narrative:
Device evaluation: thirty-four smiths medical cadd cassette reservoirs were returned for analysis. The returned samples were visually inspected under normal conditions of illumination and no obstruction nor other workmanship defects were detected. Functional testing was performed with a syringe to infuse water into the cassette bag of the 34 samples and no leak occurred in bag or tubing. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that the cadd cassette reservoirs - flow stop leaked. It was reported that after filling the cassette, the fluid escaped through the bladder with in the hard shell of the cassette. The device was not yet connected to the patient at any point.